Manufacturer narrative:
The softcomponents of the check button is worn down heavily. Therefore moisture entered the insulin pump and caused damages to the buttons and pump electronics. The check button does not respond to commands due to the contamination inside the button. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that check button on the patient's infusion device was only functioning intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.